Event description:
It was reported that the pump displayed an error indicating the motor was not running and there were issues with the syringe sensor. The event occurred during startup.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump displayed an error indicating the motor was not running and there were issues with the syringe sensor" was confirmed during review of the event log. Duplicated motor not running during occlusion testing. Device is unable to bolus or run without motor error. Probable cause was due to normal wear of drivetrain parts. Device will be repaired by replacing the leadscrew, coupler, worm gear, and clutches. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.